Event description:
A customer reported difficulty connecting with the light source [no image] when preparing the 4k autoclavable camera head for use in an unspecified diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem was confirmed, caused by a faulty cable. In addition, a faded label was discovered on the rear cover, and a cut in the device cable caused a failed leak test. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed because communication failure occurred due to faulty cable. It is likely the cause of the broken cable, occurred because water entered from the cut on the cable sheath. As to water immersion in the cable, the reported phenomena might be prevented by following these descriptions in the instruction manual which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.